Event description:
During pt use, when connecting the ac cable, a 'switch to backup battery' alarm occurred. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.